Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 600 mg/dl. The customer has been to the doctor three times because of her blood glucose was so high. They treated their blood glucose level with boluses using the insulin pump and with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window and cracked reservoir tube lip.